Event description:
In (B)(6) 2015, the patient underwent an ifuse si joint arthrodesis where three ifuse implants were placed. Although the patient had no pain complaints following the surgery, a post-op CT scan revealed that the superior implant was placed too anteriorly and may have broached the neuroforamen. Later that same day, the surgeon removed the most superior implant without incident. The patient is doing well following the revision.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implant due to poor imaging.